Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the lot # remains unknown. The device was not returned to gore, so no engineering investigation could be performed.

Event description:
It was reported the physician implanted a gore® helex® septal occluder on an unknown date in 2011. The patient presented with thrombus in the left arm at an unknown date in 2016. The patient had surgery on the left arm. The device was imaged and thrombus was seen on the left disc of the device. The patient was taken to surgery for removal of the occluder.